Manufacturer narrative:
Device has not been received for evaluation. A follow up report will be issued once the product is received and evaluated.

Event description:
It was reported that during a shoulder arthroscopy that the ceramic portion of this device broke off in the pt's shoulder joint. It was reported that a three minute delay occurred to retrieve the detached part. There was no report of injury to the pt.